Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) to report the onetouch ultralink meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6), 2010, the patient noted the reported meter would not power on upon test strip insertion; she was unable to obtain a blood glucose reading. The patient took no actions due to the meter issue. One day later, the patient experienced the symptom of vomiting. She did not seek any medical attention or treatment. Troubleshooting revealed the patient's test strips were correct, the meter would successfully power on with the power button, and there was no misuse of the meter. The issue was not resolved. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptom, without treatment, was not indicative of severe hypoglycemia or hyperglycemia, and she denied seeking medical attention. However, as the meter issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.